Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. Caller stated that the customer was not wearing the insulin pump for the last 10 years. Caller stated that the customer died due to diabetes complications, but he was not wearing the insulin pump at the time of passing. Nothing further was reported.